Manufacturer narrative:
(B)(4). Additional narrative: leak condition not confirmed. Visual examination of the distal luer showed no signs of physical abnormality. A leak test was subsequently performed by filling the device with green water and monitored for 24 hours. After 24 hours of monitoring period, no signs of leak were noted at the distal luer or anywhere on the entire device. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) ce infusor lv10 device leaked during patient use after approximately 4 hours of use at the level of the distal luer. The device was filled with chemotherapy medication. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.